Event description:
Clinical study-same case as #6000089-2005-00158, #6000089-2005-00159. It was reported that 5 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated was a 3.0mm 90% stenosed mid left ascending diagnonal (mid lad) artery. The lesion was predilated. The physician then placed a taxus express2 3.0 x 12mm drug eluting stent in the mid lad. The next lesion treated was a 2.40mm 80% stenosed 1st ob marginal (1st ob marg.) Artery. The lesion was predilated. The physician placed a 2.50x16mm taxus express2 drug eluting stent in the 1st ob marg. The next lesion treated was a 3.0 90% stenosed proximal circumflex (prox cx) artery. The lesion was predilated. The physician then placed a 3.0x12mm taxus express2 drug eluting stent in the prox cx. There were no complications. The pt was discharged 5 days later on plavix and aspirin. It was reported that three days later the pt expired after suffering a myocardial infarction (mi). In the opinion of the physician the relationship of the mi to the target vessel is "unk."